Manufacturer narrative:
(B)(4). Initial reporter: international phone number: (B)(6). The flogard infusion pump was service on-site. A visual inspection, alarm log review, battery test and power on self-test were performed. The damaged safety clamp shim was identified during the visual inspection. The safety clamp shim was replaced to fix the found condition. The pump passed all testing and was returned to the customer in working order. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged safety clamp shim. This malfunction was identified during service; therefore, there was no patient involvement. Additional information is not available.